Event description:
It was reported that the tip of the promus rx stent delivery system (sds) fell off after placing a syringe at the tip of the balloon. This was performed after removal of the sds from its packaging. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the tip and on the shaft and hypotube, which is consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal and was returned, confirming the reported separation. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the tip was measured and met manufacturing criteria. Tip damage can be affected by numerous factors including, but not limited to: manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. It is possible the tip was inadvertently handled during preparation, as there was no damage noted to the tip as the protective sheath was removed from the balloon. Additionally, handling of the tip/balloon likely contributed to the balloon peeling as it was not reported in the incident information. To ensure this is not the result of a product deficiency, all stent delivery systems (sds) are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested to ensure tip tensile force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip separation for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the tip separation could not be determined. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.